Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report could not be reproduced during testing. Log review identified two last power off events for payload 8, indicating the device shutdown due to a low-voltage battery condition. The device was received with batteries; however, it could not be confirmed whether the same batteries were used during the reported event. Stress testing and functional testing performed with the received batteries passed without duplicating the issue, and physical inspection identified no device faults related to the reported concern. The device was recertified and returned to the customer. The x series advanced operator's guide (9650-005355-01 rev. D) recommends keeping a fully charged spare battery pack with the defibrillator at all times. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.